Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, missing part of display character occurred due to failure of led on the front panel. The cause of the faulty led could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was also found that the rear panel were missing characters. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit was partially missing display characters. This was discovered during inspection for use. The intended procedure was completed with no report of patient harm.